Event description:
It was reported via repair work order that the ankle restraint straps were missing which may cause inadequate patient restraint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.